Manufacturer narrative:
Continuation of d10: non-medtronic product ID: abbott perclose closure device; lot #: unknown; ubd: unknown; implant date: non-implantable non-medtronic product ID: abbott perclose closure device; lot #: unknown; ubd: unknown; implant date: non-implantable select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, hemostasis at the right transfemoral access site was attempted via a non-medtronic closure device. Adequate hemostasis could not be achieved, and a second non-medtronic closure device was attempted, however the right lower limb developed ischemia with an ankle-brachial index score of 30. Subsequently, surgical intervention was performed, followed by vascular repair and successful wound closure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, hemostasis at the right transfemoral access site was attempted via a non-medtronic closure device. Adequate hemostasis could not be achieved, and a second non-medtronic closure device was attempted, however the right lower limb developed ischemia with an ankle-brachial index score of 30. Subsequently, surgical intervention was performed, followed by vascular repair and successful wound closure. Additional information was received that the minimum diameter of the access vessel was approximately 5.5 millimeters (mm). Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. The patient's calcification at the access site was noted to be a contributing factor to the injury.